Manufacturer narrative:
The customer wanted to have their alarm configuration changed on their whole unit because they did not feel the present alarm configuration was stringent enough.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an issue with the alarm configurations at the central station and that an alarm didn't escalate to a red alarm as expected. There was no patient incident.